Manufacturer narrative:
Per tandem user guide:only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm has occurred. Customer reported using apidra insulin and reusing insulin. Tandem technical support informed the customer that apidra and reusing insulin are off label per the tandem user guide. Customer changed the infusion set to address the issue. Customers blood glucose was 95 mg/dl.